Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anemia, bloating, uterine bleeding and gastric bypass (metal plate in l wrist). Concomitant products included ethinylestradiol;levonorgestrel (seasonique) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary problems"), paraesthesia ("tingling in hands and feet"), hypoaesthesia ("other injury(ies) or complication please describe: numbness in hands and feet"), loss of libido ("hormonal changes describe: loss of sex drive"), migraine ("migraines/headaches"), back pain ("back pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy other (please specify) laproscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, cystitis, vaginal infection, bladder disorder and urinary tract disorder had resolved and the fatigue, hormone level abnormal, paraesthesia, hypoaesthesia, loss of libido, migraine, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, cystitis, fatigue, hormone level abnormal, hypoaesthesia, loss of libido, migraine, paraesthesia, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, bladder infect.,vaginal infection., bladder probs.,urinary problems, tingling/numbness in hands and feet, loss of sex drive, fatigue, hormonal changes. Most recent follow-up information incorporated above includes: on 19-sep-2019: plaintiff fact sheet received. Lot number added. New events added- migraines/headaches, back pain and joint pain. Patient's demographic details and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), paraesthesia ("tingling"), hypoaesthesia ("numbness in hands and feet") and loss of libido ("loss of sex drive") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, cystitis, vaginal infection, bladder disorder and urinary tract disorder had resolved and the fatigue, hormone level abnormal, paraesthesia, hypoaesthesia and loss of libido outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, fatigue, hormone level abnormal, hypoaesthesia, loss of libido, paraesthesia, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, bladder infect.,vaginal infection., bladder probs.,urinary problems, tingling/numbness in hands and feet, loss of sex drive, fatigue, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event "injury " replaced with "pelvic pain", events- "abdominal pain, bladder infection, vaginal infection, bladder problems ,urinary problems, fatigue, hormonal changes, tingling, numbness in hands and feet, loss of sex drive, she did not undergo confirmation test", reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anemia, bloating, uterine bleeding and gastric bypass (metal plate in l wrist). Concomitant products included ethinylestradiol;levonorgestrel (seasonique) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary problems"), paraesthesia ("tingling in hands and feet"), hypoaesthesia ("other injury(ies) or complication please describe: numbness in hands and feet"), loss of libido ("hormonal changes describe: loss of sex drive"), migraine ("migraines/headaches"), back pain ("back pain") and arthralgia ("joint pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy other (please specify) laproscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, cystitis, vaginal infection, bladder disorder and urinary tract disorder had resolved and the fatigue, hormone level abnormal, paraesthesia, hypoaesthesia, loss of libido, migraine, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, cystitis, fatigue, hormone level abnormal, hypoaesthesia, loss of libido, migraine, paraesthesia, pelvic pain, urinary tract disorder and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, bladder infect.,vaginal infection., bladder probs.,urinary problems, tingling/numbness in hands and feet, loss of sex drive, fatigue, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2019: quality safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included anemia, bloating, uterine bleeding and gastric bypass (metal plate in l wrist). Concomitant products included ethinylestradiol;levonorgestrel (seasonique) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2018, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("bladder infect"), vaginal infection ("vaginal infection"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary problems"), paraesthesia ("tingling in hands and feet"), hypoaesthesia ("other injury(ies) or complication please describe: numbness in hands and feet"), loss of libido ("hormonal changes describe: loss of sex drive"), migraine ("migraines/headaches"), back pain ("back pain"), arthralgia ("joint pain") and urinary tract infection ("urinary tract infection") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (full hysterectomy other (please specify) laproscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, cystitis, vaginal infection, bladder disorder and urinary tract disorder had resolved and the fatigue, hormone level abnormal, paraesthesia, hypoaesthesia, loss of libido, migraine, back pain, arthralgia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, bladder disorder, cystitis, fatigue, hormone level abnormal, hypoaesthesia, loss of libido, migraine, paraesthesia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: patient received treatment for pelvic/abdominal pain, bladder infect.,vaginal infection., bladder probs.,urinary problems, tingling/numbness in hands and feet, loss of sex drive, fatigue, hormonal changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. Event added: urinary tract infection. Reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.